Event description:
The mhh11 device was received at the analysis site labeled with an incorrect sr number. The account confirmed that the device stopped working during a breast biopsy procedure. The cutter stopped its forward translation half way down the probe and the system delivered an error code, they did not report which error code occurred. The case was completed with a different probe, there was no patient consequence.